Event description:
In 12/97, bilateral mastectomies and breast reconstruction with tissue expanders, followed by placement of permanent implants at appropriate time. In 8/98, pt followed by an oncologist with chemotherapy, etc. On 10/30/98, increasing redness and fever, treated by oncologist with antibiotics. On 11/2/98, redness resolving. On 12/4/98, better. - no evidence of erythema. On 12/21/98, fever and redness again, started on cipro by oncologist. On 12/22/98, implant removed, culture done.